Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on june 17, 2021 that a flexiva 200 laser fiber was used in a laser lithotripsy procedure in the kidney performed on (B)(6) 2021. The laser unit used was a lumenis 100 watt laser console. During the procedure, the fiber connector overheated and broke. There was no burn injury to the user or to the patient. No fiber fragment fell inside the patient. The procedure was completed with another flexiva 200 laser fiber. There were no patient complications reported as a result of this event.